Manufacturer narrative:
Partial lead with distal tip measuring 26.2 cm was returned for analysis. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasions breaching the svc lumen at 7.6 ¿ 9.7 cm and 15.9 ¿ 16.2 cm from distal tip consistent with lead friction to another device or feature of the heart. The etfe cable coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.